Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 412 mg/dl, 411 mg/dl and also blood glucose target was 100 mg/dl to 150 mg/dl. The customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow blocked alarm. Customer also stated that they seeing an air bubble in the reservoir and they changed it out. Troubleshooting was performed and customer states the insulin exited. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room and nor admitted into hospital. The insulin pump will not be returned for analysis.